Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least ten applications were performed with a non-returned balloon catheter afapro28 with lot number 98536 on the date of the event. System notice #50012 ¿the refrigerant delivery path was obstructed¿ was triggered at the beginning of the ablation phase in application #1 and #2. Subsequent applications were performed without any recorded anomalies. Clinical issues were encountered post procedure. In conclusion, the mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, low blood pressure was noted. The physician concluded the patient had a pericardial effusion resulting from cardiac tamponade. The reason for and time of the tamponade is unknown. A pericardiocentesis was performed, successfully increasing the blood pressure, but it did not stop the bleeding. The patient was transferred to cardiac surgery to stop the bleeding and close the tamponade; the bleeding was stopped successfully but the patient became hemodynamically unstable. The patient was transferred to the intensive care unit for monitoring and hemodialysis was performed. The patient passed away during the night.